Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. The aortic neck was reported to be angulated 60-degrees. The pt has a history of coronary artery disease, peripheral vascular disease and diverticulitis. It was reported that there was enlargement of the aortic neck causing the stent graft to migrate distally; subsequently their aneurysm sac was enlarging. The physician requested a talent cuff to repair the migration. Additional clinical sequelae were reported.